Event description:
It was reported that the system 9800 locked up during a case. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. On detailed functional testing it was found that when the interconnect cable is flexed in certain positions, as it is in normal use, a problem with the video is noticed. The cable was replaced. The system was tested and found to be working as intended and placed back into service.